Event description:
It was reported that during an endovascular treatment (evt), separation of the device occured. The target lesion was located in the moderately tortuous and severely calcified superficial femoral artery. A 4 mm x 1.5 cm x 140 cm small peripheral cutting balloon was selected to treat the target lesion. During preparation, it was noted that the protective sheath could not be removed when the physician attempted to remove it. It was then noted that the device separated at the guidewire exit port. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that during an endovascular treatment (evt), separation of the device occured. The target lesion was located in the moderately tortuous and severely calcified superficial femoral artery. A 4 mm x 1.5 cm x 140 cm small peripheral cutting balloon was selected to treat the target lesion. During preparation, it was noted that the protective sheath could not be removed when the physician attempted to remove it. It was then noted that the device separated at the guidewire exit port. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. The catheter was returned in two sections as a result of a break 25cm from the catheter tip. Stretching was present at the break site also. A pinch mark was present 18.2cm from the catheter tip. The damage noted on this catheter is evidence of excessive force used during attempts to remove the balloon protector during preparation. The balloon protector cap was returned separately. No further damage was noted to the catheter. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).